Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 60% to 1% within in two hours and subsequently shut off. The customer¿s blood glucose (bg) level was 72 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.